Event description:
The customer reported to olympus, the bronchofibervideoscope had no image plus a b30 error code is displayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that mounts have discoloration and corrosion due to water leaking; charged coupled device unit (hybrid), image guide cover, image guide mount, image guide holder, control unit, light guide cover glass, plug unit, suction connector, cable unit, ultrasonic connector; had corrosion due to water leakage; cover glass had a scratch; image guide bundle had a stain; illumination was poor due to breakage of light guide bundle; bending tube was damaged; condenser unit damaged with insulation resistance out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of no image plus b30 error code displayed could not be identified. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred after a diagnostic endobronchial ultrasound (ebus) procedure.